Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 456 mg/dl. It was indicated that the customer would deliver manual injections to stabilize bg levels. During troubleshooting with tandem technical support, the customer performed fill tubing and noted inconsistent insulin flow. Consistent insulin flow was not observed until 12 units had been filled. Air in the tubing is a possible cause; however this could not be confirmed as the customer did not observe any air gaps. A recommendation was made to the customer to change supplies. The customer acknowledged.